Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8141296. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted. Based on the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The prn adapter is an infusion only device and is not rated for high pressure injections. H3 other text: see section h.10.

Event description:
It was reported that leakage occurred with a prn adapter. The following information was provided by the initial reporter, "it's noticed that the rubber end of prn released from the inside when injected under high pressure."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a prn adapter. The following information was provided by the initial reporter, "it's noticed that the rubber end of prn released from the inside when injected under high pressure."